Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced supply issues with cd infusion sets and lost several infusion sites during pump acclimation due to insulin stinging and bleeding, with the distributor advising a delay in new supplies; replacements for infusion sets were sent, and additional connectors and a cartridge kit were overnighted to prevent therapy interruption. Symptoms included hyperglycemia with a blood glucose around 180 mg/dl. Outcomes included the need for replacement supplies and continued use of the device without alerts or alarms or hospitalization. Investigation included review of the complaint history and supply replacement actions. Investigation of this case revealed supply chain and user-related infusion site losses without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia and was associated with supply unavailability and infusion site issues.